Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative. One tapered screw-vent implant (tsv4b13) was returned for investigation. Visual evaluation of the as returned product identified fracture around the collar. Additionally, there was bone residue around the external threads due to usage. Those threads were damaged possibly during removal of the device. Damage observed on returned implants due to trephine removal is not considered a malfunction or failure of the device. Zimmer biomet is not responsible for any damage caused by the clinician's removal of the device. Functional testing could not be performed since the product was fractured. Pre-existing conditions noted on the per were 'smoker & low bone density ¿ type iii' the reported device had been placed on tooth 24 (fdi) for approximately 7 years. Device history record review for the lot (62447769) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62447769) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. June post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Unique identifier (UDI) number unknown / not provided. Email address was not provided.

Event description:
Doctor reported the implant in tooth location #24 fractured and was removed.